Manufacturer narrative:
Brand name ; product ID bi71000225r (lot: -); product type: 2560-mnav - o-arm system brand name ; product ID bi71000450 (lot: -); product type: 2560-mnav - o-arm system h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H3: no parts have been received by the manufacturer for evaluation.  H6: multiple annex g codes were reported. G02005 corresponds to concomitant product bi71000225r that comprises the reported event. G 02027 corresponds to concomitant product bi71000450 that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the x-ray was disabled. No patient was present.

Manufacturer narrative:
H3, h6) the system was serviced in the field and it was found there was no output from the standalone board. The standalone board was then replaced and the system performed as intended. Codes b01, c13, and d02 are applicable. H3, h6) the product ID: bi71000225r, serial/lot: s1725oqu rev. R, was returned to the manufacturer on 19-apr-2024 and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the pcba was returned for analysis. Functional testing determined that the component was malfunctioning causing the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.